Event description:
A report was received that the patient had developed dehiscence and the ipg pocket had opened up. The patient was experiencing pain from the wound. The physician irrigated the pocket and noted the patient developed an infection at the lumbar and thoracic sites, so he explanted the entire system. The physician does not believe the infection was device related. The patient was prescribed antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.